Manufacturer narrative:
Unit arrived physically intact without any noticeable external damage. Upon pump cover removal, internal signs of liquid ingress and pcb corrosion damage were found. The customer reported that an accidental spill of blood occurred on friday, (B)(6) 2024. This event was reported on monday, june 10th, 2024. Conclusion of investigation found internal damage (electronic pcb damage) was due to fluid ingress.

Event description:
User reported that error codes were showing up as soon as a roller pump was opened. The user reported that while the pump was activated the led indicators were flashing and the movement of the rollers was "laborious".